Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a revision surgery on (B)(6) 2013 due to complications and mesh was implanted to repair a recurrent ventral hernia. The patient continues to experience pain. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Patient code: (B)(4). Device codes: (B)(4) - hernia recurrence occured. It was reported that patient underwent removal of mesh on (B)(6)2017 by dr. Thomas c. Nebel at owensboro health regional hospital due to recurrent hernia.